Event description:
It was reported that the patient was experiencing pain at the ipg site every time the patient was leaning on anything. It was also stated that the patients ipg had migrated. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. The patient was doing well postoperatively and the explanted device will not be returned.